Event description:
Customer alleged siderail doesn't go up and lock, because siderail center arm was broken from frame. Customer reported, the siderail was hard to lock since it was delivered. They only had the bed for 1 week. No injuries were reported.

Manufacturer narrative:
The technician replaced siderail center arm, dampener, and 2 siderail arm outer supports to resolve.